Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen along with unresponsive keypad buttons and contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the up arrow keypad button was intermittently unresponsive and evidence of contamination was found under all key contacts. Unrelated, the audio bolus button cover was completely detached and the button¿s functionality could not be tested. (B)(6).